Event description:
Information was received from a patient and a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). The indication for use was unknown. It was reported that the patient was having difficulty attaining and maintaining excellent/good recharging quality. Troubleshooting was performed. During troubleshooting, the rep was able to attain excellent coupling by placing pressure on the top side of the ins; but the coupling could not maintained without uncomfortable pressure being placed on the superior edge of the ins. The patient's managing hcp's plan was to revise the pocket and make the ins more parallel to the skin to aid in recharging. The patient's recharging antenna had been replaced at least once.  The cause of the issue was not known, and the issue was ongoing and not resolved. The patient's weight and medical history were asked but would not be made available. The patient status at the time of the report was alive with no injury. No patient symptoms were reported.

Manufacturer narrative:
Event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Issue is not resolved; no surgery date has been confirmed/scheduled.